Manufacturer narrative:
Evaluation of the device by engineering determined that the tip failure appears to be consistent with failures due to a shear ductile overload condition. The overload condition was likely due to the hard dense bone that was encountered and bone that had not been tapped to size. Review of manufacturing history records found a total of (B)(4) pieces of lot 00084up were released for distribution on 10/0/2/16 with (B)(4) pieces rejected for dimensional deviations. Review of complaint history did not reveal a trend for reports of this nature for this part number. The need for corrective action was not indicated. This is report 2 of 2 for the same evet (reference 3005739886-2017-00034/00035).

Event description:
During a procedure involving the s2 pedicle, the tip of the reform driver with mechanical lock (hxx-39-0001) broke while implanting an 8.5 x 80 standard reform pedicle screw. The screw was removed and re-implanted. The complainant noted the patient had hard bone and believes this, along with undertapping, played a part in the screwdriver tips breaking there was no patient injury or significant delay. Other instrumentation was readily available to complete the procedure.